Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause for air in line was user error, most probably due to medication being transferred to the cassette too quickly, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "clamp tubing" alarm. Stopped and powered off the pump. The line was clamped and cassette was removed. The tubing was massaged. Air noted, and reconnected cassette. Powered on pump, but the double beep persists and removed cassette again. Rv 59.5ml, rate 1.3 ml, given 4.5 ml. No adverse patient effects were reported by the customer.